Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported during the implant procedure that the lead was analyzed prior to implant and appeared the distal tip was canted slightly and the distal edge of the hvb coil appeared slightly separated. A new lead was used. No patient complications were reported as a result of this issue.